Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed a broken wheel on the base of the machine. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The instability of the machine was due to component failure, and the wheel was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be broken during installation. The device was at the risk of tipping over. There was no patient involvement. No additional information is available.